Manufacturer narrative:
Date of birth: unknown, year (B)(6).

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a complete fluid loss resulting in the return of the patients incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon with no clinical consequences to the patient.